Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the flickering light was caused by a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center scope lights were flickering when setting up the scope. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation. During the device evaluation, the video socket connector had defective locker, it doesn¿t secure the scope video cable was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer allegation was not confirmed. In addition, non-reportable evaluation were found. The cosmetic normal wear and tear, scratches, paint flaking on back right, left side of top cover, and front panel but it does not affect the functionality. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.